Event description:
A healthcare professional reported that the clasp broke on an endsnorz sleep appliance (silent nite 3d) device. Per the report the healthcare provider did not observe any patient symptoms or permanent injury. It was reported that the patient discontinued the use of the device and no medical and or surgical procedures were required.

Manufacturer narrative:
The patient's ethnicity/race was reported as white by the healthcare professional. The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to bruxism which could have caused the anchor to break. Per the reported information, the patient has a history of periodontitis and minimal bruxism. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Correction was made in section e1. Manufacturer internal reference number: (B)(4).